Manufacturer narrative:
One device was received for evaluation. Visual inspection found confirmed the reported missing battery stabilizers. Functional testing was unable to duplicate the cassette attachment problem. The battery compartment and components were replaced. Upon further investigation, found upstream occlusion (uso) seal has buckling. The uso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that it was confirmed there was a cassette attachment issue. Also, all battery stabilizers were missing, and their supports are physically chipped/broken off. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.